Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator, it was found that the device exhibited multiple episodes of non sustained ventricular oversensing recorded on (B)(6) 2019. The device post paced threshold was reprogrammed. The patient did not experience any adverse consequences and was scheduled for continued remote monitoring.